Manufacturer narrative:
Other, other text: device evaluation summary: one smiths medical medfusion pump was returned for investigation. During the visual inspection of the pump, it was found that the pump's top case was damaged at front corner. The review of pump history log identified a primary audible alarm. During testing, the pump was started, and the customer stated issue of audible alarm was identified during start-up. The investigator could not duplicate syringe error. The reported issue was caused by the c9 cap was loose on the interconnect board as a result of the customer impact to the pump. The customer stated issue of primary audible alarm was confirmed and problem source was identified as user interface with the pump.

Event description:
Information was received indicating that a smiths medical pump had alarm speaker failure and a syringe error. There were no reported adverse events.